Event description:
It was reported that at pre-discharge check an elevated threshold was noted on the rv lead. Later in the day it was rechecked and remained elevated. Chest xray revealed the lead had lost its slack. The lead was repositioned successfully and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.